Event description:
It was reported that shaft break occurred. A 12mm x 2.50mm nc quantum apex balloon catheter was selected for use. However, upon opening, it was noted that the shaft was damaged and separated into two pieces within its jacket. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 12mm x 2.50mm nc quantum apex balloon catheter was selected for use. However, upon opening, it was noted that the shaft was damaged and separated into two pieces within its jacket. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an nc quantum apex balloon catheter. A visual inspection revealed a hypotube separation at 58cm distal from the strain relief. Microscopic inspection revealed no further damage or irregularity. There was contrast in the inflation lumen, blood in the guidewire lumen, and the balloon was tightly folded.